Manufacturer narrative:
The device powered up properly after battery installation. The device received with operating currents within specification. The device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No sensor anomalies during testing using the glucose sensor simulator. No grey display noted. Pump error 63 alarm confirmed in the pump history due to broken keypad assembly. The device received with faded serial number label.

Event description:
The customer reported via phone call that their insulin pump had a hardware low level failures alarm. The customer¿s blood glucose was 206 mg/dl. The customer reported that they were able to complete pump rewind. The self test was performed and the test passed. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.